Event description:
It was reported, partial lesion with a cut parallel to the axis of the catheter of about 1 mm at a distance of about 15 cm from the proximal point is noted. There was no need to reposition another catheter. Additional information received on 21-mar-2025: date of placement: (B)(6) 2025 (with execution of the catheter check where it was intact to sight and pressure, with the presence of two operators). Noted on removal, (B)(6) 2025. There were no impacts of any kind on the patient of any kind and no symptoms with the course of normal therapy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.